Manufacturer narrative:
Added information to h6. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, [for valves implanted in the mitral position: suture looping/leaflet entrapment by native tissue,] and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including diabetes mellitus.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported a patient with a 25mm 2700tfx implanted five (5) years, 10 months, underwent valve-in-valve procedure due to aortic regurgitation. Patient presented with heart failure, shortness of breath, and chest pain. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient was stable at the end of the procedure.

Event description:
It was reported a patient with a 25mm 2700tfx implanted five (5) years, 10 months, underwent valve-in-valve procedure due to aortic regurgitation. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.